Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper cartridge load sequence and sometimes used cold insulin, this is considered off label use. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge with an insulin filled syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.